Manufacturer narrative:
Follow-up #1 date of submission 05/03/2016-correction to suspect medical device serial #.

Manufacturer narrative:
Follow-up #2: date of submission 06/03/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 05/18/2016 with the following findings: during investigation, the transmitter was paired with test pump successfully. The blood glucose (bg) value was set to 120 mg/dl twice within 2 hour; both bg calibration requests entered successfully. The pump and transmitter were run overnight with a steady reading of 115 mg/dl within +/- 20%. No warnings or alarms occurred during testing. The transmitter performed within specifications. The complaint of an ant for cgm reading warning was not duplicated during the investigation. There was no defect found.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a cgm (dex 006) issue. It was reported that ant icon appeared in place of cgm reading when the cgm transmitter was within range of the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in the user missing their blood glucose (bg) trending and fail to react to any potential bg excursions.